Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by an edwards field clinical specialist, the 23mm sapien 3 ultra valve and commander delivery system were prepared with nominal volume. During the transfemoral tavr, when the valve was approximately 70% inflated, the delivery system 'ran out of volume'. Additional volume was added, and the valve was successfully deployed. Once the delivery system had been removed from the patient, it was examined on the back table. No visible leaks were observed on the balloon or shaft. It was speculated that the loss of volume may have been in the handle. At the time of the report, the patient was in stable condition. The valve remains implanted in the patient.

Manufacturer narrative:
The commander delivery system was returned to edwards lifesciences for evaluation. Pre-decontamination evaluation revealed 11mm of fluid in the inflation device. The balloon shaft near the handle was severely kinked. No observable leak from the delivery system was reported. During functional testing, the balloon was de-aired and inflated with no leakage observed. The outer diameter of the inflation balloon was also measured. All measurements were within specification. Visual inspection revealed a kink on the balloon shaft proximal to the delivery system handle adjacent to the strain relief, likely due to the return packaging. No applicable imagery was provided for review. Device history review (DHR) review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review revealed no other similar complaints. In this case, the complaint for 'delivery system leakage' was not able to be confirmed by evaluation of the returned device as the complaint could not be replicated during device evaluation. A manufacturing non-conformance was unable to be determined. Additionally, a review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, 'when the valve was approximately 70% inflated, the delivery system 'ran out of volume'. Additional volume was added, and the valve was successfully deployed.' The edwards ifus and procedural manuals describe nominal inflation volumes for successful and complete balloon inflation and valve deployment to be used within the system during device preparation. Evaluation of the returned device did not show any leakage present in the system, including full balloon inflation without issue. As such, a manufacturing nonconformance contributing to the reported event is unlikely. It is possible that the connection between the inflation device and delivery system may have loosened during use, leading to the reported leakage of the event. However, without procedural imagery, a definitive root cause was unable to be determined. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.